Event description:
It was reported that the patient underwent a gynecological procedure and mesh and pelvicol were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient underwent another gynecological procedure on (B)(6) 2005 and mesh and pelvicol mesh were implanted to treat enterocele and pelvic organ prolapse. It is unknown which mesh was implanted on each date. The mesh was removed on (B)(6) 2005 due to pain, urinary and vaginal infections, inflammation, mesh erosion, pain during intercourse, pelvic and vaginal pain, vaginal bleeding, urinary incontinence, retention, leakage and vaginal discharge. (B)(4). Dyspareunia. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06139. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, hematuria, urinary tract infection and dysuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that patient underwent mesh revision on (B)(6) 2015 by (B)(6) due to mesh erosion. (B)(4).